Event description:
Complainant alleged that the clinicians were testing the device and internal handles during set-up of the device for possible pt use during cardiac surgery, but they were unable to discharge the internal handles and the device displayed the incorrect default energy level when connected to the internal handles. The clinicians then obtained another set of internal handles and using the same mseries successfully tested the device. The complainant indicated that there was no pt involvement in the reported malfunction.